Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire tip detachment occurred. The 80% stenotic lesion was located in the right coronary artery (rca). Another manufacturer's 2.5mm x 16mm stent was placed in the proximal rca. The patient became symptomatic (chest pain, diaphoretic) when the right ventricle (rv) branch became jailed off. The physician inserted the luge guide wire to open the rv branch. The guide wire became lodged upon withdrawal and the distal end "sheared off". The physician was unable to retrieve the luge guide wire tip. The physician believed the "wire became lodged under the stent." The physician then ballooned the area where the tip remains and the patient's symptoms resolved. The patient was "sent home on plavix and was on integrilin post procedure". No further patient complications were reported. Patient status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. If any additional relevant information is received, a supplemental MDR will be submitted.